Event description:
Provider alleges the consumer was leaving a fast-food restaurant. The consumer was in his power chair and was crossing a threshold. A ramp which was not solidly attached to the threshold was allegedly pushed away by the front wheels of the power chair, which then allegedly ducked down in the space between the threshold and the ramp. The power chair allegedly tilted in forward direction and the occupant slid down in forward direction. The positioning belt allegedly could not keep his weight, and broke at the clasp under the strain allegedly causing the occupant to tumble forward to the floor.

Manufacturer narrative:
Ramp was not secured, user error.

Event description:
Provider alleges the consumer was leaving a fast food restaurant. The consumer was in his power chair and was crossing a threshold. A ramp which was not solidly attached to the threshold was allegedly pushed away by the front wheels of the power chair, which then allegedly ducked down in the space between the threshold and the ramp. The power chair allegedly tilted in forward direction and the occupant slid down in forward direction. The positioning belt allegedly could not keep his weight, and broke at the clasp under the strain allegedly causing the occupant to tumble forward to the floor.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.